Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently displays a "status 66", the device intermittently displays a "status 66", "status 107" and "status 90" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.